Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. Along with the ett device a fastrach device was also sent to assist in duplicating the reported issue. The connector was observed to be clear. The ett was not received in the original teleflex lma packaging however the fastrach device was unsealed. The outer profile of the returned devices looked standard. There was no physical damage observed. The reported failure was due to method of use related as ett single use 7.5mm is not a recommended size for use in fastrach single use. Customer is reminded to use fastrach single use ett size 7.0mm or smaller with fastrach single use mask (of any size).

Event description:
The event is reported as: the customer alleges the probe was difficult to insert during intubation. There is no reported harm to the patient.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the probe was difficult to insert during intubation. There is no reported harm to the patient.